Event description:
It was reported that during a lap cholecystectomy the clip jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips conforming to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.